Event description:
It was reported the pt received prialt via pump system. The initial dose was 1.2 mcg/day with increasing doses to 8 mcg/day. The pt experienced tachycardia (112 bpm), hypotension (94/59), and slightly elevated ptt of 45 which was an increase from 41/42. The pt also experienced a non-healing wound since mid-june with serious fluid oozing from the pocket site. A pocket revision was done to clean out and close the wound. Cultures of the site were negative. Following the revision, the pt continued to experience "hemetinged" drainage from the suture puncture openings. The hcp had held blood pressure medication and considered an additional pump pocket revision. The pt had skin allergy testing, but the results were not reported. The pt was not on other anticoagulants. The hcp reported no neurological changes. No further outcome was reported. A follow-up report will be submitted if additional info becomes available.